Manufacturer narrative:
The reported event occurred on a cobas ampliprep instrument with serial number (B)(6). The investigation determined that the kit cap-g/ctm hiv-1 v2.0 expt-ivd performed within specifications. No product problem or systemic issue was identified. A review of kit lot h06791 and equivalent products did not reveal any trends or indications of a product performance issue. The discrepancies observed were determined to be sample-specific. Potential contributing factors, such as contamination, low-level viremia, or proviral dna amplification, could not be ruled out. The investigation concluded that the observed discrepancies were not attributable to a product issue.

Event description:
The initial reporter alleged discrepant results for one patient sample tested with the kit cap-g/ctm hiv-1 v2.0 expt-ivd on the cobas ampliprep instrument. The first test was conducted on (B)(6) 2022 and generated a result of hiv-1 <20 copies/ml. A retest of the original sample on (B)(6) 2022 produced a result of 'target not detected.' A new sample was collected two weeks later, and testing on (B)(6) 2022 also produced a result of 'target not detected.' Hiv serology for the patient was negative, and no treatment was initiated. The results were discrepant, but no harm was alleged.